Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. More than four and a half years have passed since the device was delivered, and if it was used more frequently, it is likely that the latch received by the video connector was abraded by repeated use, or that the latch received by the video connector was abraded by the user's forceful connection of the video connector. Attrition of the latch on the video connector made it impossible to have a stable connection to the video connector. Therefore, it is likley that the electrical contact points of the video connector became unstable and the image was lost when the cable was manipulated. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The service evaluation found the image becomes unstable/lost when the video cable is manipulated due to a worn out video connector lock latch. Additionally, a software upgrade to the latest version was recommended. The asset device was repaired to standard specifications and returned to asset stock. A review of the asset's history shows the unit has no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection, the asset evis exera iii video system center's image becomes unstable/lost when the video cable is manipulated. There was no report of any problems associated with the device and no report of patient injury, harm or involvement.